Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. C55836) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day." The patient's medical history included uterine bleeding and uterine ablation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), adenomyosis ("uterine adenomyosis") and ovarian cyst ("left ovarian cyst"). The patient was treated with surgery (laparoscopic hysterectomy da vinci with left). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, adenomyosis and ovarian cyst outcome was unknown. The reporter considered adenomyosis, menorrhagia and ovarian cyst to be related to essure. The reporter commented: left side- 1 trailing coil. Lot number: c55836 manufacturing date: 2014/05 expiration date: 2017/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. C55836) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's medical history included uterine bleeding and uterine ablation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), adenomyosis ("uterine adenomyosis") and ovarian cyst ("left ovarian cyst"). The patient was treated with surgery (laparoscopic hysterectomy da vinci with left). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, adenomyosis and ovarian cyst outcome was unknown. The reporter considered adenomyosis, menorrhagia and ovarian cyst to be related to essure. The reporter commented: left side- 1 trailing coil. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.